Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (330-486 mg/dl) and moderate traces of ketones. Customer delivered boluses and changed their site to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be verified. However, a different symptom was found.